Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet contaminated with serum and the tip eject sleeve stuck to the collet clamp in the reported problem area of the pipette assembly. The tip clamp was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.